Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, four (4) weeks post-implantation, the patient began to experience instability and it was determined that there was loosening and subsidence of the tibial baseplate. The tibial tray and articular surface were exchanged without reported complication. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: articular surface medial congruent (mc) right 14 mm: catalog#: 42522100614, lot#: 65073527. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.